Event description:
Baxter received a customer complaint in which the device infused 36ml of sandostatin and nss in 48 hours. It was reported that no patient injury or medical intervention resulted from this incident.